Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the first firing for open gastroenterostomy , the nurse connected the reload to adapter with no problem, checked the jaws opening/closing and handed the device over to the surgeon. The surgeon pushed the blue button to close the jaws; however the device did not react. At the moment of releasing the blue button, even though the surgeon did not push the silver toggle, however the jaws were rotated. They replaced by another device and the procedure was completed. The status of the patient is with no problem. No adverse events reported.